Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) replacement implantation procedure due to a transient loss of bcva of the initial lens, the patient was disstisfied with their vision and requested a replacement. The lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Further inquiry has been requested. If any additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: patient dissatisfied with their vision and requested replacement for initial lens. There is no complaint on lens. Claim# (B)(4).